Event description:
The explanting surgeon reported the pt's bilateral total joints were removed due to loosening of the screws on the right condylar prosthesis causing pain and swelling. Two screws were found to be loose on the left fossa prosthesis. The operative report states that once the implants were removed there was metalosis in the tissue. This was sent for pathologic analysis. A request was sent to the pt to return the devices for eval and analysis.